Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The service center was informed that during an unspecified procedure, the fiber broke off and fell into the patient. The user facility reported that device fragment was not retrieved. It is unknown if the intended procedure was completed.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint was unable to be confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that since the device was not returned and no pictures were provided a physical inspection of the device could not be performed. A root cause could not be determined. Olympus will continue to monitor the field performance of this device.